Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was available for evaluation by our quality engineer team at this time, a complete investigation could not be performed. Sample was lost - therefore, a review cannot be completed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold leaked during use. The following information was provided by the initial reporter, translated from french to english: "leakage of medication through the infusion system in a patient this morning. Product found in the bed the valves and taps were not separated: was it due to a cardiff valve or an emergency valve?" "The patient was on antibiotics, morphine and benzodiazepine: some of the products leaked into the bed and therefore were not given to the patient >> no chemotherapy, no blood products. >> no need for medical intervention or change in treatment"."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage of medication through the infusion system in a patient this morning. Product found in the bed the valves and taps were not separated: was it due to a cardiff valve or an emergency valve?" "The patient was on antibiotics, morphine and benzodiazepine: some of the products leaked into the bed and therefore were not given to the patient no chemotherapy, no blood products >> no need for medical intervention or change in treatment"."